Manufacturer narrative:
(B)(4). Manufacturing date: 4/29/2015 -- 5/6/2015. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection identified the presence of iodine. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap sponge did not have enough iodine and appeared dry. This was found before use. There was no patient injury or medical intervention associated with this event. No additional information is available.